Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having problems with his sensor. Customer stated that his pump shut off and when he tested, his blood glucose level was at 91 mg/dl. Customer's current blood glucose was 91 mg/dl. Customer's sensor glucose value was 54. Customer was advised that the difference between readings was within an acceptable range. Customer stated that he only calibrates twice a day. Customer also got a change sensor alarm on his last sensor. Customer reported that his sensor reading was 106 and his blood glucose was 333 mg/dl. Customer was advised to change out the sensor. Customer stated that he treated because he got a low message. It was explained that it was recommended to always confirm before treating.